Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No buttons acting up noted. The device had motor error alarm during occlusion test and was unable to prime during prime test due to faulty force sensor resistor. The motor passed the motor test. The device also had a missing end cap sticker, cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the buttons were not responding and the insulin pump alarmed button error. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 258 mg/dl. The device was returned for analysis.